Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant siltex round moderate profile gel filled 300cc, lot number: 98340, catalog number 3503007 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 300cc gel filled breast implants which the right and the left side ruptured after implantation. The issue was confirmed by mammogram and ultrasound. As a result, the patient underwent bilateral removal and replacement with gel implants on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary the device contained clear gel. Red and yellow material was observed within the device and gel was observed on the shell surface. Upon receipt a rent was observed at junction patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that rent is sometime subsequent to the removal of the device from its protective packaging. At this time is not possible to determine the origin of the red and yellow material. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing rupture is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).